Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter continued to display the apply sample message when performing a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 2am. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. About 2 hours prior to the start of the alleged issue, the patient claimed she felt symptoms of sweating, shaking and confused. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. The cca educated the patient about using expired test strips for testing. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
510(k) # is k073231.